Event description:
It was reported, the patient stopped using and recharging the scs system approximately 6 months ago. Additionally, it was reported, the patient's programmer and charger are unable to communicate with the ipg. As a result, the patient's ipg is inoperable. The patient will undergo surgical intervention to address the issue at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.